Event description:
"During the procedure the electordes attached to the pt became disconnected from the pt. The neurosign 100 device failed to alarm indicating teh disconnection of the electrodes. No sound (beeps) and no red light indicator. The facial nerve was cut and the repaired after the removal of the tumor and infection." Unit was evaluated at smith & nephew, inc, ent division, and no problems were found.